Event description:
Customer reported a low blood glucose event. Customer was involved in an auto accident, he was treated at the scene for low blood glucose. The blood glucose reading was 24 to 29 mg/dl. Customer was released. Customer stated that he tested the blood glucose and did not have time to treat. The current blood glucose reading is 67 mg/dl. Treated with food. Customer has been experiencing lows for five to seven months. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.